Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. The pump screen went dark and would not turn on, even after attempts to charge it. The customer was advised by technical support to allow the pump's battery to deplete before returning it for a replacement. A replacement pump with updated software was sent to the customer, and instructions were provided for returning the malfunctioning pump and programming the new one. The customer understood and acknowledged all instructions, with no signature required for delivery.